Manufacturer narrative:
Review of the device history record supports that there were no non-conformances noted for any reason. The optical module was manufactured 09-apr-2008. As of january 2009, extensive testing to determine the useful life of the optical module was conducted and determined to be 3 years. This information was provided to edwards customers via a product notification which included recommendations for cable replacement and/or return to edwards for evaluation following the established time-period. New product labeling now includes information regarding the useful life of the product. The referenced device has exceeded its useful life. Examination of the returned cable was unable to detect any failure of the device to function as intended. During evaluation, invitro and invivo calibrations were executed successfully with no inconsistencies noted. Svo2 was monitored for over 30 minutes without issue and no physical damage was observed during the visual inspection. It is unknown whether procedural processes or a specific circumstance played a role in the reported experience, as no fault could be determined and the evaluation results did not confirm the reported issue. The cable will be returned and no further actions will be pursued at this time.

Manufacturer narrative:
Evaluation of the suspect device is anticipated; however, the device has not yet been recieved in the service center at the time of this report. A follow-up submission will be transmitted to communicate the evalution results and the device history record review.

Event description:
It was reported that before use, when an edwards sales representative evaluated an om2 cable in the branch office, the svo2 value was out of specification, at 89%. The om2 is owned by the branch office and was loaned to a customer. The cable was returned and was being tested to ensure that it was functioning as intended before it was made available for use again. It is unknown if the testing was performed in a manner that would accurately represent clinical performance. There was no patient involvement and no alerts or alarms were reported with respect to this event.